Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and decreased sensing due to suspected dislodgement. Attempts to reposition lead were complicated by helix issues. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tissue in the helix. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loc and decreased sensing. The clinical observation of helix issues were confirmed as tissue was observed entwined in the helix mechanism.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and decreased sensing due to suspected dislodgement. Attempts to reposition lead were complicated by helix issues. The lead was explanted and replaced without incident. No additional adverse patient effects were reported.